Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the buttock and arm (dates unknown). The patient developed an abscess at the sensor wire insertion site on 2 ¿ 3 occasions since july. The patient was evaluated by a physician on (B)(6) 2019 who incised the abscess, drained it and prescribed a topical ointment. The event occurred after the sensor had been inserted into either the arm or the upper buttocks. The patient has started to use cavilon spray and a protection barrier at the sensor insertion site. No additional patient or event information is available.